Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. This report is for device pcu s/n: (B)(6). During investigation, it was found that it had error code 800.8000.0 on the date of the reported event. Please refer to MFR report # 2016493-2023-246273 for the report on suspect device on the alleged over infusion event. Investigation summary: the report that the pump module infused the medication too quickly was not confirmed through a review of the logs or reproduced during laboratory testing. The pcu was not returned for investigation. Laboratory testing results performed on the suspect pump module confirmed the device to be within specification and operating as intended with no observations of free flow. Internal and external inspection of the received pump module, including the pumping mechanism, did not identify any irregularities. The incident administration set was not returned for this investigation; therefore, it could not be inspected or tested. The review of the point of care unit (pcu) error log identified a system error code 800.8000.0 (general operating system (os) failure) that was recorded on (B)(6) 2023 at 6:10 pm. Review of the pcu event log confirmed that on (B)(6) 2023 at 5:55 pm, the user programmed and started a no guardrails ¿ basic infusion with a rate of 999ml/hr and a volume to be infused (vtbi) of 250ml. The device alarmed for flo stop open. Primary volume infused (pvi) was recorded as 0.0ml. Between 5:55 pm and 6:03 pm, the infusion started five (5) times and auto restarted four (4) times. At 6:02 pm, the user cleared the rate and vtbi and then channeled off the unit. The pcu powered off. Pvi was recorded as 1.491ml. At 6:10 pm, the user selected restore, selected cancel two (2) times, and then selected restore and start. The log immediately identified a system error code 800.8000.0 (general os failure). An error code 800.8000.0 is defined as a code=800.8000; failure=pcu_general_os_failure; severity=runtime_fatal_severity; subsystem=pcu15_os_ss. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The system event and error logs were provided to becton dickinson (bd) software engineering for analysis to determine the possible source of the 800.8000.0 (general os failure) error. Engineering results concluded that a pcu system error occurred when infusion state machines were out of sync between the pcu and pump module. The effect of this is the pcu software tried to access data that is non-existent and caused an 800.8000.0 (general operating system (os) failure). When a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module was programmed to deliver a 250ml bolus however infused the medication too quickly. The clinician was able to notice it shortly after it was started. There was patient involvement, however outcome is unknown. Although requested, customer indicated no further information available.

Manufacturer narrative:
Correction: remedial action #.

Event description:
It was reported that the pump module was programmed to deliver a 250ml bolus however infused the medication too quickly. The clinician was able to notice it shortly after it was started. There was patient involvement, however outcome is unknown. Although requested, customer indicated no further information available.